Event description:
Caller reported that on (B)(6) 2014, their emergency service went on run to assist a female insulin-dependent diabetic who was having hypoglycemic symptoms and appeared to be dropping further. The following tests were performed by the ambulance service on their aviva system: (B)(6) 2014 @ 1323 fingerstick was 435 mg/dl (B)(6) 2014 @ 1330 fingerstick was 437 mg/dl the emergency staff transported the patient to the hospital. (B)(6) 14 @ approximately 1348 fingerstick using unknown hospital meter was 18 mg/dl. Patient was treated with a 25 amp of dextrose. There are no more strips from vial in question and she did not know the lot number. Strips will not be returned.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Strips not available for return.